Event description:
A home pt (hp) contacted baxter's technical service center to report an overfill with the homechoice (hc) machine. The hp reported that the previous day, he had a drain volume of 3000 ml. The technical service rep (tsr) advised the hp that he would need to call back at the end of therapy to review the data (hp was in dwell 3 of 5 of current therapy and reporting about an overfill from the previous therapy session). The hp called back and reviewed the program info. This pt's programmed fill volume is 2000 ml. The machine recorded 9 bypasses had been performed during therapy. The hp had no idea what he bypassed. The tsr advised the hp not to bypass without assistance. Additionally the tsr suggested the hp call his nurse to raise the minimum drain percentage for therapy in the nurse's menu. Product surveillance spoke with the home pt's nurse regarding this issue. She stated that the home pt had made her aware of the problems he had with overfill, and she requested explanation of the minimum drain volume percentage setting. Product surveillance explained the setting and the nurse understood. She will review the pt's therapy settings and adjust as appropriate. Additionally, the nurse reported that she instructs her pts not to bypass and appreciated being notified that this pt was bypassing during therapy. She will advise him not to bypass without assistance. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4). The home pt did not wish to return his homechoice machine to baxter.